Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump not working. Customer's blood glucose value was unknown at the time of the incident. Customer also stated it cleared numbers and will not work also deleted all information with new battery. The device will be return for analysis.